Event description:
Approximately 16 day(s) post-operative of a right tka, it was reported via clinical study that the patient experienced arthrofibrosis. The patient had ongoing residual stiffness post-operative. The action taken was right knee manipulation under anesthesia and the outcome of this event is unknown. The case report form indicates that this event is possibly related to the device and definitely not related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(D10) reported concomitant devices: 02-020-11-0325 - truliant ps cem fem ps cem right sz 2.5 : (B)(6) 02-022-35-2509 - truliant tib imp ps insert sz 2.5 9mm: (B)(6) 02-022-45-2520 - truliant tray, cem sz 2.5f/2t : (B)(6) 200-07-32 - advanced patella 32mm 3 peg implant : (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h11. Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this device is no longer considered reportable by exactech and this report may be disregarded. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Upon completion of our investigation and reassessment of the reported event, it was determined that this event should have remained reportable. Please disregard the prior report (1038671-2024-04225-1). The following sections were updated: h6, h11. The following sections were corrected: h6 - clinical and impact codes, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.